Event description:
A nurse who works with cidex plus was treated with eye drops by her opthalmologist after experiencing a sore eye and sore throat for one day followed by dry eye that made her unable to waer her contact lenses, it was rpeorted that the worker was not wearing personal protective equipment when the event occured.